Manufacturer narrative:
A2): patient''s date of birth, age unk a5a./5b.): patient''s ethnicity/race unk b7): other relevant history unk d4): device lot number, expiration date, and UDI are n/a for the system. H3): the cvx-300 system was evaluated on-site by a field service engineer (fse). The laser power monitor (lpm) holds energy at a set regulated value. This was found to have drifted out of specification, causing the system to become inoperable. The fse adjusted the lpm, and the system operated properly. H6): based on the device evaluation and investigation, regulation energy drift was determined to be the cause of the system malfunction. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A coronary atherectomy procedure commenced to treat a lesion in the right coronary artery (rca) via a radial approach. A spectranetics cvx-300 excimer laser system was used to power a laser catheter. The patient received local anesthesia, and the catheter successfully crossed the lesion five times. The lumen of the lesion was still too narrow to pass a small balloon, so the rate and pulse of the laser system was increased to a higher volume. However, the system displayed error 46, and when attempting to re-calibrate the catheter, the system displayed error 2, and became inoperable. The procedure was aborted due to system failure and the laboratory being very busy. Plans were made to reschedule the patient for a repeat procedure after laser system repair. There was no reported patient harm. This report captures the cvx-300 system which malfunctioned after the procedure had begun, resulting in a delay of treatment.